Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site tested the battery on a battery charger and observed that the battery was not charging. The site noted that the indicator light on the battery charger display was red. The site further reported that when the battery was tested on the port of a controller, no power was provided. The device has been removed from service. There was no patient involvement.

Manufacturer narrative:
The battery was not returned for evaluation. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. The events involving a battery not charging can be attributed, but not limited, to a faulty integrated circuit, improper weld, soldering defect and/or due to a charge time-out of eight hours. If information is provided in the future, a supplemental report will be issued.